Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a broken video cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a broken video cable. However, a definitive root cause for the broken video cable could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device produced no image. The issue occurred, preparation for an unspecified procedure. There were no reports of patient harm.